Event description:
The customer reported that during a preventive maintenance on the iabp the battery charge green led was not illuminated. On the main cart, after initial connection to the mains, the green ac led is illuminated and remains illuminated at all times when connected to the mains, after a short delay the battery charge green led beguine to the flash. The green led above battery slot 1 illuminates. After a short period of time the battery charge light goes out and remains off, unless disconnected from the mains and then reconnected, and then, the cycle is repeated. No pt was involved.

Manufacturer narrative:
A company representative replaced the power management pcb (part number 0670-00-0767). In an unrelated repair the vacuum inlet filter (part number: 0103-00-0631) was also replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The power management board was sent to (B)(4) for eval and was then sent to vendor for eval. The components: q27, cr54, q50, u5, u58 and 670-862 bd were replaced. (B)(4).